Event description:
At the scheduled removal of the recovery filter, placed 7 months previously for bilateral knee replacement surgery, the pre-removal cavagram showed one filter arm fractured and embedded in cava wall next to filter. The filter was removed via jugular vein successfully. The post-removal cavagram showed the fractured arm had not moved from embedded spot.